Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck at initializes device manager screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at initializes device manager screen. A technical support specialist took over the case, identified the issue related to knowledge article, observed that field service engineer dialed into the station and was checking for another field service engineer, reviewed the logs which matched the known issue, and proceeded to dispatch an fse for further resolution. A field service engineer (fse) contacted customer and guided through the proper shutdown and reboot procedure for the es pyxis refrigerator and medstation. After restart, the application initialized successfully without hanging, and users were able to access the system. The issue was resolved remotely. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.